Manufacturer narrative:
The company representative found that the unit fails regulator calibration. Replaced scroll compressor (part # 0119-00-0179) and performed full calibration, functional test, and safety check to factory specification. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the unit failed to autofill. No patient was involved.